Manufacturer narrative:
.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was receiving morphine 25 mg/ml at 5.995 mg/day via an implantable pump for non-malignant pain and post laminectomy pain. It was reported the pump and catheter were explanted. The patient was unhappy with the pain management physician. The patient did not have good pain relief. It was noted that the healthcare provider (hcp) adjusted the doses. More specifically the doses were increased. The patient demanded explant. The issue was not resolved at the time of this report. Other medications the patient was taking at the time of the event could not be obtained. The patient's status was noted to be "alive-no injury." The hcp did not have further information at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.